Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, a broken off reservoir tube lip and a missing end cap sticker. The pump alarmed compromised force sensor system during the prime test due to a loose/protruded drive support disk. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion and excessive no delivery tests due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime the customer's blood glucose reading was 300 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was flush out of the end of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.